Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the patient had an arterial cannula that needed to be replaced because it was no longer measuring blood pressure properly, but blood could still be aspirated. When removing the cannula, it broke off at the base, leaving the cannula in the patient's artery. The patient was ventilated and immobile, and the staff did not use any force when removing it." The patient had to undergo surgical intervention to retrieve the broken catheter. The patient's current condition is unknown at this time.

Event description:
It was reported that "the patient had an arterial cannula that needed to be replaced because it was no longer measuring blood pressure properly, but blood could still be aspirated. When removing the cannula, it broke off at the base, leaving the cannula in the patient's artery. The patient was ventilated and immobile, and the staff did not use any force when removing it." The patient had to undergo surgical intervention to retrieve the broken catheter. The patient's current condition is unknown at this time.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo shows the arterial catheter with the catheter body separated adjacent to the juncture hub. The customer also returned one arterial catheter for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed the catheter body was separated adjacent to the juncture hub, and a kink was observed towards the middle of the catheter body. Microscopic analysis revealed that the points of separation were observed to be rough and jagged. The signs of damage at the separation point appear consistent with contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc.) Followed by undue force tearing the remainder of the catheter off. No evidence of stretching was observed at the point of separation which is supported by the catheter length measurement. No signs of sutures or adhesive (such as a catheter stabilization device) were observed on the catheter suture wings. The catheter body separated 1 mm from the juncture hub. The kink measured approximately 60 cm from the distal tip of the catheter. The overall length of the catheter from the juncture hub to the distal tip measured 84 mm, which is within the specification limits of 82-86 mm per catheter product drawing. The catheter body outer diameter measured 1.07 mm , which is within the specification limits of 1.04-1.09 mm per catheter product drawing. Functional inspection could not be performed due to the condition of the returned device. Additional information from the customer states, "the catheters are stored in sterile packaging in a locked supply cabinet at the care center. No uv cleaning or uv light nearby." It was also reported that the catheter separated during removal. Additionally, the customer confirmed "the catheter was surgically removed," which suggests that surgical tools/sharp instruments were used during the removal of the catheter. The product IFU warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples , or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations. Warning: do not use scissors to remove dressing to reduce the risk of cutting the catheter." The customer report of arterial catheter separation was confirmed through investigation of the returned sample. Visual analysis revealed the catheter body was separated adjacent to the juncture hub. Microscopic analysis revealed that the points of separation were observed consistent with contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc.) Followed by undue force tearing the remainder of the catheter off. No signs of sutures or adhesive (such as a catheter stabilization device) were observed on the catheter suture wings. The customer confirmed that, "the kink had naturally occurred before the catheter was surgically removed," which suggests that surgical tools/sharp instruments were used during the removal of the catheter. Based on the customer report and the sample received , it was determined that unintentional use error (contact with sharps) likely caused or contributed to the separation of the catheter. Teleflex will continue to monitor and trend for reports of this nature.